Event description:
Boston scientific (bsc) crm received information that one day the implant procedure, this right atrial (ra) lead 4136 dislodged and had no capture. The physician explanted the 4136 lead and replaced it with a new ra lead 4470. No adverse patient effects were reported.